Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock. The user loaded new cartridge successfully. The user's blood glucose (bg) level was 249 mg/dl. Bg level was addressed with a bolus via the pump.